Event description:
It was reported that the insulin pump alarmed button error and had unresponsive buttons. The blood glucose reading was 178 mg/dl. No significant events leading to the alarm were observed. The customer's mother stated that she was not sure whether the device had been exposed to moisture or if the customer had been sitting on it. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No battery error alarm was noted during testing. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.